Event description:
Rn of home pt (hp) reports calling baxter technical svc ctr for assistance while troubleshooting through an alarm situation due to "twisted" heater line tubing of homechoice set. Spouse of hp reports heater line subsequently leaked. Hp ended treatment and restarted with new supplies. Spouse reports no pt injury or medical intervention required as a result of incident.